Event description:
Philips CPAP dream station was recalled. I had not been myself over the past 4-6 weeks. Tired, trouble breathing during running. After the recall I figured out I had been breathing foam had a large chunk in my mouth and small piece inside my mask the last morning I used it. I've been to the doctor and I'm working through what acute or chronic damage this has caused me. Currently my doctors says I need to use a CPAP philips, my insurance and the medical device provider will not replace or fix the device. There is no timetable either. Please call me to discuss. (B)(6). Using a inhaler now. FDA safety report ID # (B)(4).